Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient was experiencing deficits in his legs and was hospitalized after implant of scs system. As a result, surgical intervention was undertaken on 05 december 2023 where the patient's system was explanted to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.